Event description:
It was reported that a 57-year-old patient underwent a biopsy procedure, using a brevera disposable device. It is reported that "the biopsy went as planned;" however, "the first image showed a foreign object in filter compartment c." The user site further reports "when the filter was removed, it turned out to be a piece of plastic." The user site reports there was no harm to the patient, and the procedure was completed with the same device.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.